Event description:
Pt reporting por screen, she has not been able to charge for at least one month. Suspect an overdischarge. Pt was told to perform a physician mode recharge. Pt did perform three physician mode recharges. Medtronic rep was called to see pt and further troubleshooting was done. The outcome of which is not known.

Manufacturer narrative:
(B)(4).